Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs in (B)(6) 2005. Medical records noted that the patient underwent surgery at c5-6 and c6-7 in (b)(46 2005 which did not indicate that rhbmp-2/acs was used. Medical records also noted that the patient had had a clinical exam, at unspecified time, which revealed bilateral l5 radiculopathy. A MRI showed l5-s1 degenerative disk disease with bilaterally foramina! Stenosis. The patient underwent a diskogram which was concordant for l5-s1 diskogenic back pain. On (B)(6) 2006, the patient underwent a l5-s1 anterior diskectomy and l5-s1 anterior lumbar interbody fusion (alif) using a cage packed with bmp and atbs anterior plating system (43 mm plate with 4 variable angle screws, 24 mm x 5.5 diameter). The cage was packed with a bmp sponge for arthrodesis. Once the cage was placed, the atbs plate was then placed over the body of l5-s1 and screws were locked to the plate accordingly. Ap and lateral x-rays confirmed ideal position of the cage and plate. Five months post-op, the patient underwent - decompression of left l4 and l5 nerve roots, left-sided l4-5 transforaminal lumbar interbody fusion procedure using an interbody cage packed with op-1, l4 to s1 decompressive laminectomies with bilateral foraminotomies, l4 to s1 posterolateral arthrodesis with local autograft and op-1 arthrodesis material, l4 through s1 segmental pedicle-screw fixation with laguna spine instrumentation system (6 screws, 2 rods), and morselization of local autograft. The cage was packed with op-1 and the wound was copiously irrigated with bacitracin irrigation. After the wound was irrigated, the cage was placed obliquely into the left l4-5 disc space opening and tapped into position. A total of 6 screws were placed from the laguna la spine system, with 6.0 x 40-mm screws bilaterally in the l4 and l5 pedicles and 7.0 x 40-mm screws in the s1 pedicles. Two pre-contoured 70-mm rods were placed over the polyaxial screw heads. The locking screws were applied and compressed on the screw heads. The screw s were tightened. One year five months later, the patient underwent revision surgery due to painful retained hardware. The patient was quite thin framed with small muscle group over the screws. The screws were palpable. The patient underwent - bilateral redo decompressive laminotomies at l5 and s1 with decompression of bilateral l5 and s1 nerve roots, removal of segmental pedicle screw fixation, and micro dissection of spinal canal.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with following pre operative diagnosis: l5-s1 degenerative disk disease. L5-s 1 discogenic back pain with concordant diskography. Bilateral l5 radiculopathies. The patient underwent following procedures: l5-s1 anterior diskectomy. L5-s1 alif procedure cage 16 mm and 12 degree large cage packed with bmp, rhbmp-2 for arthrodesis. L5-s1 anterior plating with plate, 43 mm plate with 4 variable angle screws, 24 mm x 5.5 diameter. Microscope for microdissection of spinal canal. As per op notes: "...under serial fluoroscopy, I used the catalyst introducer in the disk space and distracted the disk space at l5-s 1 and the cage was introduced. The cage has been packed with a medium bmp/rhbmp-2 sponge for arthrodesis. Once the cage was placed in position, it had an excellent fit which was quite good with distraction of the disk space..."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.